Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: device history reviewed: 1 unrelated non-conformance on this lot number. Final micro and sterility tests passed. Complaints database searched: a complaint database search on the provided lot number found additional reports, however no other incidents related to synovial hypoplasia (adverse tissue reaction) total for lot number: 11 (com-080109, com-162801, com-165773, com-194654, com-257777, com-330835, (B)(4)) . Complaints received by cmw in the last 12 months for this issue ¿ by product code: 1, by product family: 6 (5x smartset hv, 1x smartset mv).

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: corrected: h6 (device code). The device code migration is being retracted since it was reported in error. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient was revised to address subsidence and loosening. Loosening occurred at the cement to implant interface. Cement manufacturer is unknown.